Manufacturer narrative:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of kidney disease/toxicity, reduced cardiopulmonary reserve, heart failure. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. Section h6 updated in this report.

Manufacturer narrative:
H3 other text: device has not been returned to manufacturer.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of kidney disease/toxicity, reduced cardiopulmonary reserve, heart failure. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.